Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient previously had batteries on both sides of their body, but the right implantable neurostimulator (ins) was removed on (B)(6) 2020 because of an infection. The first infection started in (B)(6) of 2019, where the patient was treated with antibiotics. The infection came back in (B)(6), so the patient had to have the right implant removed.